Event description:
Procedure type: lobectomy (vats rt. Thoracic right lower lobectomy.) According to the rptr: the surgeon clipped the pulmonary vein and was getting ready to ligasure and transect when he noticed bleeding at the corner of the proximal clip and some scissoring at the proximal clip. As he held on to the vessel with a maryland clamp, he ultimately lost the vessel, as the vein continued to tear. While pulling on what he believed was part of the lobe, he actually grasped the atrium, tented the atrium, and caused a hole in the heart. Pt coded 2 hours, and the hole in the heart was sewn in an open procedure and pt left or alive. The case delayed over 2 hours. The pt subsequently expired in /2009.

Manufacturer narrative:
Date of initial report sent: 09/14/2009.